Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the low voltage lead exhibited helix malfunction. The lead was not used on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis with the helix extended and clogged with blood/ tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to the helix issues reported. The cause of the reported event was isolated to the helix clogged with blood/ tissue. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.